Manufacturer narrative:
UDI, the device manufacture date is currently unavailable. Therefore, the UDI is incomplete. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgical impactor device was broken, and the entire locking collar fell off. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Correction: device manufacture date: the device manufacture date was inadvertently reported as unknown in the initial report. The device manufacture date has been updated as 8/30/2018. Device history record review: a device history review was performed and no non-conformances were detected related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that there was no visible damage to the lock collar or anvil. A pre-test was performed, and it was noted that the locking collar was detached from the impactor device. During service/repair, it was determined that there were no lock collar cross pins. They were pressed into the lock collar which caused the lock collar to separate from the anvil. It was further determined that the lock collar was only held into place by the detent that was pressed onto lock collar. It was determined that the cause of the malfunction was due to a manufacturing issue. The assignable root cause was determined to be due to a manufacturing issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.